Event description:
It has been reported that the physician implanted the device in 2008. Months following the surgery, the pt developed a cystic inflammatory mass in the area of implantation. The physician explanted the mass under local anesthesia in 2009.

Manufacturer narrative:
The explanted material was not returned to the MFR, therefore, a physical eval to determine failure mode could not be performed. The batch record for this lot has been reviewed, which contains no abnormal mfg events. The complaint rate for this lot is not abnormal for this device. If additional info becomes available, it will be submitted in a supplemental report.